Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, liquid spillage was noticed on expiratory channel printed circuit board (pcb), pressure transducer pcb, control pcb and monitoring pcb. All pcbs were dried to resolve the issue however pressure transducer pcb was still defective after the drying. The device's logs and claimed parts were not provided for further analysis. Contamination was confirmed on the provided photo. Pcbs have different functionalities e.g. Controlling, monitoring, supplying electricity etc. Ingress of liquid on pcbs can cause short circuits which might affect the ventilator¿s characteristics and performance. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to liquid spillage on pcbs.